Event description:
It was reported that during the attempted implant of a transcatheter valve, the valve dislodged. The valve was recaptured and re-deployed; however, it dislodged again, but above the annulus. Prior to the dislodgement, the implant depth at the non-coronary cusp (ncc) and the left coronary cusp (lcc) was approximately 2 millimeters. After dislodgement, the implant depth was above both the ncc and lcc. The valve was then implanted. Additionally, during the procedure, st segment elevation was observed. Subsequently, the patient underwent cardiopulmonary resuscitation (CPR)/defibrillation and was placed on a perfusion pump. A second valve was then implanted. It was noted that a procedural delay of approximately three hours occurred. Per the physician, the dislodged valve caused the st elevation, and the implant depth caused the event. Following the transcatheter aortic valve replacement (tavr) procedure, it was reported that the patient¿s registration card incorrectly listed the serial number of the dislodged valve; therefore, a new card with the correct serial number of the second implanted valve was sent. Additional information was received to clarify the first valve may have been implanted too shallow which led to the valve dislodgement. After the valve dislodged, it was pulled up by two snares above the level of the sinotubular junction in the ascending aorta. Per the physician, the patient's anatomy was not a contributing factor to the valve dislodgement.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. A device code was added for the valve. The eval code method for the system reported dcs was changed. Corrected data: e. Initial reporter's email address was inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the valve dislodged. The valve was recaptured and re-deployed; however, it dislodged again, but above the annulus. Prior to the dislodgement, the implant depth at the non-coronary cusp (ncc) and the left coronary cusp (lcc) was approximately 2 millimeters. After dislodgement, the implant depth was above both the ncc and lcc. The valve was then implanted. Additionally, during the procedure, st segment elevation was observed. Subsequently, the patient underwent cardiopulmonary resuscitation (CPR)/defibrillation and was placed on a perfusion pump. A second valve was then implanted. It was noted that a procedural delay of approximately three hours occurred. Per the physician, the dislodged valve caused the st elevation, and the implant depth caused the event. Following the transcatheter aortic valve replacement (tavr) procedure, it was reported that the patient¿s registration card incorrectly listed the serial number of the dislodged valve; therefore, a new card with the correct serial number of the second implanted valve was sent.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: unknown. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.